Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose value was 363 mg/dl at the time of incident. The current blood glucose value was 132 mg/dl. Customer treated with fluids and insulin injection for high blood glucose. Customer stated that he cannula was bent. The product will not return for the analysis. The reservoir will not return for the analysis.